Manufacturer narrative:
Details of complaint: the customer reported that the telemetry transmitter showed inaccurate heart rate (hr) and oxygen (o2) readings. The hr value had high readings, and the o2 value had low readings when checked using a bedside. They only provided one serial number but believed there were 8-9 transmitters with this issue. However, when they tested the unit on a simulator, it read correctly. The biomedical engineer (bme) reported that they consistently have issues with the telemetry transmitters where the heart rate/pulse rate (hr/pr) rate was triple the actual rate when using nihon kohden (nk) disposable finger probes. The issue only occurred when the probes were connected to a transmitter and not to a bedside monitor (bsm) when using the same probes. Bme was able to resolve the issue by installing a new disposable probe. Investigation summary: our nk technical support (ts) followed up with the customer, making three good faith efforts (gfe) to obtain additional information related to the issue (on 04/22/2023, 05/03/2023, and 05/08/2023), and the customer remained non-responsive to requests for more information. A definitive root cause was not determined, as the issue is user dependent, and the device was not returned for evaluation. However, it is possible the issue was due to a combination of user-related errors and damage to the probe being used when the incorrect values were displayed. A customer's lack of user education due to a user-related error (such as incorrect settings or setup, incorrect placement of probes/leads/cables) can lead to the reported issue. Variables such as incorrect settings and/or incorrect setup/patient preparation are known to cause or contribute to the reported issue. Damage is possible, the disposable finger probe and/or lead could have been damaged and/or defective, and the customer was advised to replace the probe, to resolve the issue. A significant trend has not been identified that would warrant any further corrective action nor suggest any manufacturing or design issue. Nk will continue to trend and monitor this device, incident issues, and causes.

Event description:
The customer reported that the telemetry transmitter showed inaccurate heart rate (hr) and oxygen (o2) readings. The biomedical engineer (bme) reported that they consistently have issues with the telemetry transmitters where the heart rate/pulse rate (hr/pr) rate was triple the actual rate when using nihon kohden (nk) disposable finger probes.

Manufacturer narrative:
The customer reported that the telemetry transmitter showed inaccurate hr and o2 readings. The hr value had high readings, and the o2 value had low readings when checked using a bedside. They only provided one serial number but believed there were 8-9 transmitters with this issue. However, when they tested the unit on a simulator, it read correctly. Biomed reported that they consistently have issues with the telemetry transmitters where the hr/pr rate was triple the actual rate when using nk disposable finger probes. The issue only occurred when the probes were connected to a transmitter and not to a bedside monitor (bsm) when using the same probes. Biomed was able to resolve the issue by installing a new disposable probe. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) was used in conjunction with the transmitter: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni. Cns: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the telemetry transmitter showed inaccurate hr and o2 readings. Biomed reported that they consistently have issues with the telemetry transmitters where the hr/pr rate was triple the actual rate when using nk disposable finger probes.